Event description:
Reporter indicated the physician's handheld computer screen is freezing after interrogation. Troubleshooting did not resolve the issue. Good faith attempts to obtain the product for analysis are being made, but have been unsuccessful to date.